Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion set was leaking at the headset. It was also reported that the infusion tubing had detached from the connector of the infusion set, resulting in a leak.